Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that frequent helium loss alarms occurred during use on patient. There was no blood noted in the tubing. The alarm strips showed possible helium loss 3. After troubleshooting, the physician elected to have the balloon removed. Another intra-aortic balloon (iab) was not placed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that frequent helium loss alarms occurred during use on patient. There was no blood noted in the tubing. The alarm strips showed possible helium loss 3. After troubleshooting, the physician elected to have the balloon removed. Another intra-aortic balloon (iab) was not placed. There was no report of patient complications, serious injury or death.